Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected for use. A pre-deployment angiogram revealed moderate calcification at the left common femoral artery. Tortuosity was found in the upper leg and not at the puncture site. The physician held the tamper tube for fifteen seconds where the compaction marker was exposed a few millimeters. The collagen almost protruded from the skin; therefore, the physician tucked the collagen underneath the skin with a mosquito forceps. Hemostasis was achieved. The pt ambulated two hours later and was discharged. Eight days later, the pt woke up feeling pain. The puncture site was swollen 5cm. The pt was readmitted to the hospital. Manual compression was applied with echographic guidance. A hematoma was confirmed, one day later, the pt was discharged and has recovered.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. According to the IFU, the safety and effectiveness of the angio-seal device has not been established in the following pt populations: pts with clinically significant peripheral vascular disease.